Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon ruptured during second inflation at 24 atmospheres for 1 minute. The device was removed by pulling it out.

Manufacturer narrative:
B5 - describe event or problem: added information, based on additional information device was returned for evaluation. The balloon was inflated to its rated burst pressure of 20 atm with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.